Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was suspected that the insulation on the ra lead was worn or became damaged during the procedure.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a device change out procedure, the impedance on the right atrial (ra) lead and right ventricular (rv) lead had decreased and were low. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 4068 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.